Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm device was used in an unnamed procedure on (B)(6) 2026, and ¿tip broke off during procedure - metal tip. Removed the tip from patient. The alternative device worked. The delay time was around 30 minutes¿. Further assessment found ¿a c-arm x-ray was required to be able to remove the metal piece.¿. The procedure was completed with the use of an unknown alternate device, and there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.